Manufacturer narrative:
Concomitant medical products: (B)(4) device, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having recurrent syncope that the physician thought to be due to a malfunction on the right ventricular lead as well as inappropriate discharged from the competitor implantable cardioverter defibrillator despite optimal output management. The lead was explanted and replaced. The lead was noted to have broken during the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that visual inspection found the outer insulation depression breached in vivo at distance 19 cm. The outer insulation and the svc conductor were cut /explant damage at distance 31.3 cm. No conductor fracture in vivo was observed. If information is provided in the future, a supplemental report will be issued.